Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad - replaced keypad. Cracked handle - replaced handle. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/17/2019 to present date 01/06/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the assembly front case w/keypad - unresponsive key. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1120033 for unresponsive key.

Event description:
The customer reported the device alarms for no apparent reason. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA (B)(4) for unresponsive key.

Event description:
The customer reported the device alarms for no apparent reason. No patient involvement.